Event description:
S: notified by rn that she disconnected arterial access line (on crrt) in order to flush the hd line because the access line was alarming for negative pressures. When rn reconnected the stopcock the luer lock separated from the stopcock a: rn got a new stopcock to replace broken one r: writing incident report for trending purposes on malfunctioned stopcock unfortunately cannot confirm that it shared the same lot number as the stop cocks are placed upon initial pump set up and it likely was taken from the supply room but unsure how often the stopcock supply is rotated. The lot mentioned is our best guess. Current available product on unit has the following info for med sun report: ref mx9341l, name: hi-flo(tm)4-way stopcock w/swivel male luer lock, manufacturer: smiths medical asd, lot : 4391592.